Event description:
Rayner intraocular lenses limited received notification from a healthcare facility in (B)(6) of an event that occurred following implantation of a c-flex 570c iol. The event description provided states that there are non-removable deposits on the lens in the pupil area. For further info please refer to rayner's MDR 9611165-2015-00008.